Event description:
It was reported the end user was exiting a room in her powered wheelchair when she inadvertently bumped a part of the wheelchair. This allegedly caused the wheelchair to lunge forward, pinning the user between the chair and a wall. The patient's husband attempted to free the patient, however, when he tried to move the chair, it fell on the patient's foot. The patient presented to her physician 4-5 days later. Examination of the patient found she had broken her toe. No further complications were reported as a result of this event.